Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed evidence of pump reboots; however, information from the event date had been overwritten due to continued use. During a visual inspection, no damage was found to the pump casing, and the battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no duplicated loss of power. The battery cap was unscrewed a half turn, and power to the pump was maintained. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.